Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual evis exera ii duodenovideoscope olympus tjf type q180v chapter 3 preparation and inspection 3.2 inspection of the endoscope and reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator of the duodenovideoscope had foreign material. There was no patient involvement.